Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported complaint of an error code 133.6080 (backup speaker failure) was confirmed through a log review and replicated during testing. The issue is being attributed to a defective backup speaker. There were no issues or anomalies identified during the internal and external inspection of the suspect pcu. A review of the pcu error log, showed a system malfunction occurred with the error code 133.6080 (backup speaker failure) was recorded from (B)(6) 2025 to (B)(6) 2025. The error occurred once upon being powered on. On (B)(6) 2025, between 12:54 pm and 1:04 pm, three (3) times. On (B)(6) 2025, at 6:32 pm, twice (2). On (B)(6) 2025, between 6:35 am and 2:30 pm, nine (9) times. A review of the pcu event logs, the last power on was recorded on (B)(6) 2025, at 2:30 pm. The returned pcu was powered on, in the ¿as received¿ condition, and the suspect device reproduced the reported error code 133.6080 (backup speaker failure). The backup speaker was temporarily replaced with a known-good dchu backup speaker for testing purposes only. The suspect device was powered on and off fifteen (15) times. In each instance, the operating system loaded without any errors or malfunctions; the reported code could not be reproduced. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pcu with a known-good dchu backup speaker. Asm was used to evaluate the source pcu and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr.820.198 (d)(2). Note to repair center: device was opened for investigation, please replace the backup speaker and battery. Please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any third-party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had displayed error code "133.608.". There was no patient involvement.